Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 80% stenosed lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. During inflation of the 3.0 x 15mm apex monorail balloon, it ruptured at nominal pressure. The number of inflations and to what atms is unknown. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).